Event description:
It was reported that during a thrombectomy procedure, with tpa via infusion, the guide wire broke. A 7 french non bsc thrombectomy device was advanced over the platinum plus guide wire. A pass was made from the right popliteal vein to the right iliac vein with no issues. The thrombectomy device was backed up to the right popliteal vein for a second pass with no issues. Upon advancing the thrombectomy device the second time, a change in the wire appearance was noted when they reached the right common femoral vein. It was noted that the platinum plus guide wire had broken. A non bsc loop snare device was positioned in the right common iliac vein to retrieve the broken wire. It is unknown if any of the guide wire remains in the right common femoral vein. It is unk how the product was completed. The pt status is unk. Additional info was requested, but was not available.